Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 18-feb-2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a patient. There was no patient information available. Return product is not available for investigation. Date: tested: result (secs) : on (B)(6) 2026, 0911, 184, on (B)(6) 2026, 0919, 179, on (B)(6) 2026, 0934, 184, on (B)(6) 2026, 1004, >1000, on (B)(6) 2026, 1017, >1000, on (B)(6) 2026, 1027, >1000, on (B)(6) 2026, 1044, 179. There was no heparin time/dose information. Collected and tested immediately. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.